Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2013: (B)(6) hospital. Surgery ¿ operative records. Implant information: description: patch sft tis 20 x 30 x 1. Manufacturer: wl gore ¿ medical products. Size: 20 x 30 cm. Catalog #: 1dlmcp07. Lot number: 11024701. Expiration date: 10/2015. Implant site: abdomen. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/11024701) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md; (B)(6), np. History and physical. Abdominal pain for months and frequently goes to emergency department for pain control. Scheduled to have surgical reduction of ventricle hernia (B)(6) 2012. States she placed on diclofenac about a month ago for her pain. States she has re-occurring nausea and vomiting over last 6 months. Reports yesterday due to abdominal pain she did not eat or drink, had 3 bouts of diarrhea. Continued abdominal pain with nausea. Found to have a large reducible ventricle hernia in emergency department, was profoundly hypotensive and was aggressively fluid resuscitated with 3 liters normal saline bolus, was also found to have acute renal failure. Patient coming in for possible sepsis, hypotension, abdominal pain, and arf. History of gastroesophageal reflux disease. Diabetes for 9 years but has been off insulin for 9 months since she lost 100 lbs. Never a smoker. Surgical history: appendectomy, cesarean section 1986 and 1988. Exam: gastrointestinal: soft, normal bowel sounds. No organomegaly, large ventral hernia 6 x 4 cm reducible. Impression/plan: ventral hernia, abdominal pain. Consulted surgery, abdomen CT completed in emergency department. Hypotension, secondary to sepsis 20% bands and hypotension. Patient has free air in abdomen, exam is inconsistent with acute abdomen. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Indication: abdominal pain. Findings: there is large free air in the abdomen with small volume free fluid in the perihepatic, perisplenic and bilateral pericolic gutters. The source of free air appears to be ruptured transverse colon. The air extends ventrally toward the 3.8 cm abdominal wall defect. There are also small air pockets in the lesser sac. A cholecystectomy has been performed. Redemonstrated large left adnexal cyst. Impression: large volume of free air and free fluid in the abdomen. Findings likely represent ruptured transverse colon. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md. Consultation. Strangulated large ventral hernia who had previously been seen by dr. (B)(6) in clinic with regards to definitive treatment on (B)(6). Upon arrival to emergency department patient was found to be confused, hypotensive with acute renal failure. She received 4l normal saline in emergency department prior to transfer to the ICU. Plan for exploratory laparoscopy per surgery. Patient was found to have a gastric perforation and had a partial gastrectomy as well as salpingo-oophorectomy. Impression/plan: pulmonary insufficiency following trauma, surgery or shock: mechanical ventilation. Intubated from operating room. Epigastric abdominal pain: stress ulcer prophylaxis, antimicrobials. Empiric zosyn for gastric perforation. Septic shock, systemic inflammatory response syndrome infection with organ dysfunction. Gastric perforation will start empiric antibiotics, cultures pending. Continue to monitor this critically ill patient in ICU. ¿ (B)(6) 2012: (B)(6) university. (B)(6), md. Operative report. Preoperative diagnosis: pneumoperitoneum. Postoperative diagnosis: perforated gastric ulcer. Incidental left ovarian mass. Incarcerated ventral hernia. Description of procedure: ¿the patient was brought to the operating room, placed in supine position, and following sedation and general endotracheal intubation, the patient's abdomen was prepped and draped in a standard fashion. A 35 cm midline incision was made with a #15 blade. The subcutaneous tissue was divided sharply with the electrocautery, and the abdomen was entered after the abdominal wall fascia was divided. Here we identified small bowel contents that were trapped into a multiloculated abdominal wall hernia. This was reduced manually and adhesions of the small bowel to the sac were taken down sharply with the electrocautery. In addition, omental contents were also similarly reduced. After this was complete, the abdomen was inspected and there was a large amount of ascites, as well as food contents within the abdominal wall cavity. This included a bits of onion and corn. The entire small bowel was run at this point, and we found no evidence of any perforation of the small bowel, and the entire colon, both the right transverse and left colon, were also inspected with no evidence of any perloration in this organ either. We then inspected the stomach and found on the body of the stomach along the greater curve, a 1 x 1 cm perforation in the stomach wall that was leaking food contents similar to that found freely floating within the abdominal cavity. At this point, a repair of this perforation was performed by doing a partial gastrectomy. Allis clamps and babcock's were placed to line up the stomach and a ta-60 stapler was fired below the perforation removing an ellipse of stomach measuring approximately 3 x 7 cm in dimension. The staple line was then reinforced with interrupted 3-0 silk pop lembert stitches. Following this, the abdomen was vigorously irrigated out, and we identified in the left lower quadrant an enlarged left ovary that was remarkably different from the right side, which was totally normal in dimensions and shape. In addition, there was also felt to be a solid component within this area. We decided at this point to do a left-sided oophorectomy. The peritoneum over the top of the ovary was taken down sharply with the electrocautery. The ovarian vessels were circumferentially dissected free and divided between kelly clamps and 2-0 silk ties, and the fallopian tube at the base of the uterus was then divided between a clamp and a 2-0 silk suture ligature. The ovary was passed off the field and sent to pathology for permanent review along with the gastric specimen. At this point, the abdominal wall hernia was addressed. Circumferential flaps of the abdominal wall were raised using the electrocautery down to the level of good abdominal wall fascia. The sac itself was excised on either side of the abdominal wall opening and this was sent off to pathology for permanent review. It was decided that this could be closed primarily. There was a small 2 x 2 defect in the abdominal wall on the right side in the right lower quadrant, and this was closed with 2 interrupted 0 prolene stitches. This was not included as part of the midline abdominal wall hernia repair. The abdominal wall hernia was then closed with a running #1 looped pds in a standard fashion. The subcutaneous fat was irrigated out with saline, and the skin was then closed with staples. A sterile dressing was placed over the site, and the patient was kept intubated and brought up to the surgical intensive care unit in hemodynamically stable condition.¿ ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md. Pathology. Accession #: (B)(4). Specimens received: a) gastric perf, site. B) left ovary. C) hernia sac. Final pathologic diagnosis: a) gastric perforation site, excision: gastric wall with perforation characterized by granulation tissue, necrosis and associated acute and chronic inflammation. Serositis and fibrous adhesions. B) left ovary, oophorectomy: ovary with corpora albicantia and inclusion cysts. C) hernia sac, excision: mesothelial lined fibroadipose tissue with acute inflammation, consistent with inflamed hernia sac. Gross description: received are three formalin filled containers labeled with the patient name, "ball, christine." Part a is additionally labeled, "gastric perforation site" and consists of a 4.8 cm long by 2.5 cm in width by 0.5 cm in depth pink to yellow-tan soft tissue mass with a central defect measuring 0.8 cm by 0.8 cm. The one side of the soft tissue is pink-tan, rugated and consistent grossly with gastric mucosa and the opposite side is also pink-tan, smooth, shiny and consistent with gastric serosa grossly. There are no other lesions, masses or nodules besides the central defect that goes through the tissue completely. Representative sections are submitted as follows: a1 cross-section through defect submitted in two pieces; a2 lateral aspect of the defect; a3,4 representative sections of the apparent gastric mucosa. Part b is additionally labeled, "left ovary" and consists of a 6.8 x 5.5 x 4.3 cm pink-tan apparent ovary and overlying tube with fimbria attached. The external surface is smooth and shiny and there is a predominate cyst extending from the ovary that measures 5.0 x 4.0 x 2.5 cm. The ruptured cyst is filled with a clear serous fluid. The internal surface of the cyst is pink-tan, smooth and shiny with no lesions or masses. The cross-section of the ovary reveals a pink-tan and fibrofatty tissue with otherwise unremarkable. Representative sections are submitted as follows: b1 possible tube and fimbria; b2 ovary and cyst wall; b3 adjacent vessels; b4 possible ovary and adjacent vessels. Part c is additionally labeled, "hernia sac" and consists of a 7.5 x 7.5 x 4.5 cm fibrofatty yellow-tan, as well as pink-tan and shiny soft tissue mass. Additionally, there is a smaller 6.2 x 4.0 x 2.0 cm soft tissue mass identical description. Grossly the two masses are consistent with a hernia sac. Representative sections are submitted into cassette c1-c3. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md. Radiology ¿ acute abdominal series. Indication: nausea, abdominal pain and continuous vomiting. Impression: minimal improvement in bibasilar atelectasis and pleural effusion compared to prior radiograph. Minimal gastric retention, likely medication-related gastroparesis. Mild post-operative ileus, predominantly small bowel. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: perforated gastric ulcer. Incidental left ovarian mass. Incarcerated ventral hernia, status post exploratory laparotomy. Procedures: exploratory laparotomy, repair of ventral hernia, repair of perforation in stomach, oophorectomy, repair of abdominal wall hernia. Exam: abdomen: soft, nondistended, normal bowel sounds, no organomegaly, mildly tender, incision with slight drainage but no erythema. Hospital course: CT scan showed massive pneumoperitoneum with air in the hernia itself, which was believed to be strangulated or perforated bowel reduced into abdominal cavity in the emergency department. Admitted and taken to the operating room emergently by dr. (B)(6) for exploratory laparotomy and fluid resuscitation. Did well during surgery and postoperative period. Postoperative day 2 patient was off ventilator. Started on meropenem for a 7-day course due to patient's perforation discovered during surgery. She began having normal bowel movements on postoperative day 4, and transferred to pcu stepdown unit. Postoperative day 8 nausea and vomiting resolved. The patient was on a full liquid diet. She was passing gas and stool, and reported an increased appetite. The patient's central abdominal incision showed some drainage from the lower half, but no erythema. The wound was probed, with 6 staples being removed, and drained, then wet-to-dry dressings were applied with scheduled twice-a-day dressing changes. The patient was discharged to home in stable condition. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6). Discharge instructions. Do not lift anything heavier than 10 pounds for the next 3 weeks. Wear abdominal binder for 3 months. ¿ (B)(6) 2013: [facility ni]. (B)(6), md. Office notes. Seen today in follow up. Postoperative course complicated by wound infection when she had a wound that healed by secondary intent. She subsequently over the last 2 months ago started noticing some periumbilical bulging and pain, worse with straining and heavy lifting. She denies any obstructive symptoms. Her bowels are working normally. History of asthma, diverticulosis. Surgical history: partial gastrectomy. Exam: mildy obese, soft and non-distended. She has an obvious midline abdominal hernia around her umbilicus at the inferior aspect of her midline abdominal incision, measure 5 x 5 cm, which is reducible. Impression/plan: incisional ventral hernia. At this point she is moderately symptomatic and would benefit from repair. I think she will be a candidate for laparoscopic approach. I have discussed with her at length the risks and benefits of the procedure, including the risks of bleeding, infection, damage to bowel, blood vessels, and surrounding structures, the risks of major abdominal surgery, general anesthesia, inability to perform laparoscopic, need to convert to open surgery, as well as risk of recurrence of the hernia. Schedule surgery some time in next several weeks. ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. History and physical. History of ventral hernia status post repair who presents with recurrence. Pt has history of perforated gastric ulcer and ventral hernia repair in (B)(6) 2012. This was complicated with postop infection. Patient notes she noticed hernia redevelop about 1 month ago. It has gradually increased in size. Pt states pain level is about the same but frequency of pain has increased. Describes it as a stinging pain with a sharp pain in her umbilical area. Pain is intermittent. States pain can range from zero to seven/eight out of 10. No diarrhea or constipation. No signs of obstruction or incarceration. Surgical history: tubal ligation 1988. Cholecystectomy laparoscopic 2006. Appendectomy 2011. Weight 213 lbs. Impression/plan: diabetes controlled. Asthma. Ventral hernia: initially recommended to delay surgery until patient follow up with primary care provider in regards to thyroid disease but dr. (B)(6) would like to avoid delay if possible as patient with symptomatic hernia and with history of incarcerated hernia in the past. I therefore feel it is reasonable to proceed to operating room. In 2 weeks her thyroid level would most likely continue to improve. Patient to follow up with dr. (B)(6) as already scheduled in late september. Patient ok to proceed to operating room. Relevant medical information: ¿ (B)(6) 2013: (B)(6) hospital. (B)(6), md. Discharge instructions. Additional information: weight 223.74 lbs. Activity: no lifting anything heavier than a milk jug, no preforming strenuous activity for 6 weeks after surgery. Do not do any activity that causes increased abdominal pain or discomfort. Follow up with (B)(6) in 3-4 weeks. ¿ (B)(6) 2017: [facility ni]. (B)(6), md. Office notes. Follow up for new incisional hernia. Presents with bulge above her umbilicus, which is reducible associated with mild abdominal pain. It seems to be worse with activity or any kind of staining. Weight 88 kg. Exam: abdomen: soft, nontender, and nondistended. Normoactive bowel sounds. No hepatosplenomegaly. No masses. She has an incisional hernia abover her umbilicus whch is reducible, likely above her previous placed laparoscopic mesh. Impression/plan: recurrent incisional ventral hernia. At this point, I think she will need open repair with mesh. We discussed risks and benefits of the surgical risks of bleeding, infection, damage to surrounding structures, risk of recurrence, need for jp drains. Obtained informed consent today, will get scheduled for surgery. ¿ (B)(6) 2017: (B)(6) health. (B)(6), np. History and physical. Reports umbilical hernia. She has had the hernia for approx 18 months. Patient was told she needed to lose 40 pounds for the surgery. She has lost the weight. Patient reported she has intermittent, sharp, stabbing pain on left side from hernia daily. She rates the pain from a 5 to an 8 on 0-10 scale. She is able to get some relief from the pain by laying down. Weight 89.1 kg, bmi 33.7. Impression/plan: diabetes: non treated. Ventral hernia: scheduled with dr. (B)(6). Proceed with surgery as planned. ¿ explant procedure: removal of old mesh. Repair of recurrent incisional ventral hernia with implantation of mesh (25 x 20 cm retrorectus prolene mesh). Explant date: (B)(6), 2017. (Hospitalization (B)(6), 2017) ¿ (B)(6) 2017: (B)(6) university. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia. Removal of old mesh. Repair of recurrent incisional ventral hernia with implantation of mesh (25 x 20 cm retrorectus prolene mesh). Surgeon: dr. (B)(6). Resident surgeon: dr. (B)(6). Anesthesia: general endotracheal anesthesia. Estimated blood loss: approximately 80 ml. Specimens: none. Findings: recurrent incisional ventral hernia with 2 large hernia defects along the right and left side of the periumbilical region. Old gore-tex mesh, which had significantly contracted and pulled away from the fascia. Indications for procedure: the patient is a 52-year-old female with a history of multiple previous abdominal surgeries, who underwent a laparoscopic incisional ventral hernia repair back in (B)(6) 2013, which she did well from. She noted over the last several months increasing abdominal discomfort and bulging in her abdomen to the right and left of her umbilicus, which is causing her increasing bout of abdominal pain. On examination, she had obvious hernia defect palpable. After discussing with the patient at length the risks and benefits of open incisional ventral hernia repair including the risks of bleeding, infection, damage to surrounding structures, recurrence, need to use mesh, the risks of major abdominal surgery and general anesthesia, informed consent was obtained, and the patient was brought to the operating room. Description of procedure: ¿the patient was placed supine on the operating room table. General endotracheal anesthesia was introduced. A foley catheter was inserted. The patient had sequential compression devices placed on lower extremities for dvt prophylaxis. She received preoperative antibiotics for infectious prophylaxis. The abdomen was then prepped and draped in the usual sterile fashion using chlorhexidine prep. A midline abdominal incision was then made extending from several centimeters below the xiphoid process to halfway between the pubic symphysis and the umbilicus. Electrocautery was used to dissect down through the subcutaneous tissue. We then entered the peritoneal cavity superiorly away from the hernias. After entering the abdomen, we then took down the adhesions of the omentum to the anterior abdominal wall. As we got lower around the umbilical region, we could see that there was obviously a old piece of mesh that had pulled away from the fascia and was significantly contracted and it was adherent to the omentum near the transverse colon. At this point, I was able to reduce all of the omentum and the bowel all over to the hernia defect. I then excised some omentum and the old mesh between clamps ligating with 2-0 silk ties. Once this was done, we then took down all the adhesions to the anterior abdominal wall. Once I had two hernias exposed in the midline, we elected to repair this with a retrorectus approach, I then incised the posterior rectus sheath along the length of both incisions and dissected the posterior fascia away from the rectus muscles bilaterally at the level of the linea semilunaris. Once this was done, I then closed both sides. I then sutured the posterior sheath together with a running 2-0 pds suture. I then cut a piece of prolene mesh measuring 25 x 20 cm and then placed it in the retrorectus position. I then used four #1 prolene tacking sutures along each edge of the mesh passed these percutaneously with the anterior abdominal wall with a suture passer in order to hold the mesh in place. Once this was completed, I then placed a 19 mm blake drain through stab wound in the right upper quadrant and placed this in the mesh and between the fascia and the mesh. We then closed the anterior fascia with a series of #1 prolene figure-of-eight interrupted sutures. Once this was done, I then placed two 19 mm blake drain to the subcutaneous space after raising some skin and subcutaneous flaps and excising the hernia sac. We then secured all the drains with some 2-0 nylon sutures. I then did a running 2-0 vicryl suture in the deep dermal layer and the skin was closed with staples. All sponge and instrument counts were reported to be correct. I was scrubbed throughout the entirety of the procedure.¿ ¿ (B)(6) 2017: (B)(6) hospital. Implant record. Description: mesh flat sheet 10 x 14 in. Lot number: hubq0341. Manufacturer: bard-davol. Expiration date: 2022-02-28. Size: 26 x 36 cm. Catalog #: 0112660. Implant site: abdomen. Quantity: 1. ¿ (B)(6) 2017: (B)(6) university health. [Signature illegible]. Discharge instructions. No heavy lifting (10 pounds or more) or strenuous activity for 6 weeks after surgery. Follow up in 2 to 3 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, adhesions to bowel, mesh separation, mesh contraction, surgery to remove mesh, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿mesh separation¿ and ¿mesh contraction¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11024701. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 9/6/2013, including records for oophorectomy, gastrectomy and hernia repair (2012), were not provided. 09/06/13: iuh university hospital. Attila nakeeb, md. Operative report. Pre/postop diagnosis: incisional ventral hernia. Procedure performed: laparoscopic incisional ventral hernia repair with dual mesh 20 x 20 cm, cpt code 49654. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 20ml. Drains: none. Complications: none. Findings: approximately a 13 x 13 cm incisional ventral hernia in the periumbilical region with omental adhesions to the hernia sac. Indications for procedure: the patient is a 48-year-old female who originally had a perforated gastric ulcer, underwent oophorectomy, gastrectomy, and hernia repair at that time of a perforated ulcer back in 10/2012 by dr. Touloukian. She now has developed an incisional ventral hernia, which has been increasing in size and causing her discomfort. She now presents for elective repair. After discussed with the patient at length, the risks and benefits of the procedure, the risks of bleeding, infection, damage to bowel, blood vessels, surrounding structures, risks of major abdominal surgery, general anesthesia, the need for converting to open surgery, risk of recurrence. Informed [sic] was obtained and the patient was brought to the operating room. Description of procedure: ¿the patient was placed supine on the operating room table. General endotracheal anesthesia was induced. Foley catheter was inserted. The patient had sequential compression devices placed on her lower extremities for dvt prophylaxis. She received preoperative antibiotics for infection prophylaxis. Her abdomen was then prepped and draped in the usual sterile fashion using chlorhexidine prep. An open cutdown technique was used to insert a trocar into her right mid abdomen out laterally. The peritoneal cavity was entered sharply. I then was able to insert a 12 mm trocar into the peritoneal cavity. We then insufflated the abdomen with carbon dioxide to 15 mmhg. I then placed a 30-degree laparoscope in this incision. We noted that there were some adhesions of the omentum to the abdominal wall. I placed a 5 mm trocar in the right upper quadrant, and using metzenbaum scissors took down some adhesions to the anterior abdominal wall. I then placed two 5 mm trocars in the left side of the abdomen under direct vision, and using sharp dissection, we then took down all of the adhesions of the omentum to the anterior abdominal wall within the hernia sac and then had the abdominal wall completely exposed. Fortunately, there were no adhesions from the small bowel into the hernia. At this point, the hernia defect was measured approximately a 13 x 13 cm. I then marked approximately 3.5 cm overlap circumferentially around it. I then cut a piece of mesh, a gore-tex dual mesh 20 x 20 cm, four 2-0 gore-tex sutures were then placed in the 4 corners of the mesh. Mesh was then rolled, placed into the peritoneal cavity. I then used a suture passer to percutaneously pass the 4 sutures to the anterior abdominal wall in order to suspend the mesh from the anterior wall. We then used a laparoscopic ventral hernia tacker to tack the mesh to the anterior abdominal wall every centimeter circumferentially on the mesh. Once I was happy with the hernia repair and the mesh was in good position completely covering the defect with good overlap, I then inspected to make sure there was no evidence of any bleeding or any invert enterotomies, which there was not. At this point, I then closed the 12 mm trocar site fascia percutaneously with #1 prolene figure-of-eight suture that was placed using a suture passer. At this point, I then released pneumoperitoneum, removed the trocars. A 0.5% marcaine was infiltrated throughout the wound, which were then closed with a 4-0 vicryl subcuticular suture and dermabond. All sponge and instrument counts were reported to be correct. I was scrubbed throughout the entire procedure.¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. Records between 9/6/2013 and 6/27/2017 were not provided. 06/??/17: [missing records: records for removal of old mesh and repair of recurrent incisional hernia were not provided.] 06/27/17: iuh university hospital. Allison l. Rendel, np; attila nakeeb, md. Discharge summary. D/c dx: recurrent incisional ventral hernia, s/p removal of old mesh and repair of recurrent incisional hernia w/ 24 x 20 cm retrorectus prolene mesh. Hpi: multiple previous abdominal surgeries, underwent laparoscopic incisional hernia repair 09/2013. Over last several months, noted increasing abdominal discomfort and bulging. Hospital course: admitted on day of operation 06/23/16. Postop did well initially, had low bp probably related to epidural. Advanced regular diet. Walking in halls, pain well controlled with oral meds, stable to be d/c postop day 4. Instructions for drain care given. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11024701. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.